Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose in the range of 300 mg/dl. Customer¿s current blood glucose was 167 mg/dl. Customer had symptoms such nausea. Customer was treated with insulin pump. Insulin pump had insulin flow block alarm. There was no leak and air bubble. Customer was wearing the pump at time of hospitalization. Customer did not allege for under delivering. Customer received low battery alert prior to replace battery now alarm. The insulin pump will be returned for analysis.